Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology- moderate tortuosity and severe calcification). No results available since no evaluation was performed (device or procedural images were not returned for review). Evaluation conclusions: inherent risk of procedure (stent deformation). Device failure related to patient condition (lesion morphology- moderate tortuosity and severe calcification). Unable to confirm complaint (device or procedural images were not returned for review). (B)(4).

Event description:
A physician intended to use a 2.50mm diameter x 30mm length endeavor sprint rx drug eluting stent to treat a lesion in a patient. The vessel was described as having moderate tortuosity and severe calcification. The lesion was pre-dilated with a 1.50 x 20 mm sprinter balloon at 12 atm. It is reported that during stent positioning, the stent could not pass the lesion and the struts of the stent were deformed. There are no reported patient complications or clinical sequelae reported.